Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On (B)(6) 2016, sorin group (B)(4) learned that the customer filed a user medwatch report (mw5065918) regarding this event. This report is being filed in response to this action. The user report described discoloration/cloudiness in the fluid lines of the device and documented the dates of use were between 2014 and 2016. The event date in the user report was documented as (B)(6) 2016. However, follow-up communication with the customer confirmed that this was a typo, and the event date reported in the initial complaint ((B)(6) 2016) was the correct event date. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that brown sediment was identified in the sorin heater-cooler system 3t during maintenance. There was no patient involvement.